Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was 400 mg/dl. The customer treated with the insulin pump. The customer's symptoms included shakiness, stomach ache, and lethargy. The customer performed troubleshooting and did not find any anomalies. The customer performed manual prime and saw insulin exit the tubing. The customer performed the high pressure test and it passed. Nothing was returned for analysis.